Event description:
Litigation papers recieved.

Event description:
Litigation papers received **update** - (B)(4) 2012 - the complaint has been reopened because the sales rep has reported that the patient was revised on (B)(6) 2012 to address metal wear and an anteverted cup, which was causing impingement, and the leg was short.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This investigation has been reopened because the patient has now been revised and additional information obtained, as indicated below. Depuy will notify the FDA of the results of the investigation upon its completion.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of stem and metallosis. Added account name, event date, patient harms, expiration date of head and liner and updated patient's initials. Added stem due to the alleged loosening.